Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's buttons were harder to press. The customer¿s blood glucose was unknown. Customer reported that the battery lasts less than week and the insulin pump alarmed unexplained no delivery. The insulin pump will not be returned for analysis.